Manufacturer narrative:
The products have not yet been received for analysis. Should the products be returned and analyzed, this event will be updated.

Event description:
Subsequent information indicates that the system displayed noise and oversensing that lead to stored episodes. The patient was seen for a revision procedure where a conductor fracture was observed visually. Laser extraction was performed on the lead; the device was explanted. Both products are expected to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead had been severed 160mm from the terminal pin; only the proximal segment was returned. Cuts and puncture holes noted in the insulation. The returned segment of the lead passed electrical testing. No further testing was performed.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed pacing impedances of greater than 2000 ohms. A chest x-ray was performed; no abnormalities were identified. The patient is to be seen at a later time for a potential revision procedure. As of today, the system remains in service. There were no adverse patient effects reported.